Event description:
Dr. Went to use the stapler and it successfully fired for its first use. A reload was loaded for second time use, but the instrument misfired and did not want to unlock. Dr. Was able to remove it from the patient and patient was not harmed.